Event description:
It was initially reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument "stopped working". Intuitive surgical, inc. (Isi) contacted the initial reporter, the risk manager for the site, the da vinci senior clinical sales representative (csr) for the site, and the surgeon for the procedure in question to obtain additional information. Per the surgeon, the sureform 60 stapler instrument was being moved forward, and instead of moving in the intended direction, the instrument suddenly jolted backwards, toward the bottom of the screen and outside of the view of the camera. This movement was much greater than intended, and the timing of the movement was delayed from the surgeon's command. There was no shakiness or friction observed. The issue occurred while the surgeon's head was inside the surgeon console's high resolution stereo viewer, as she was attempting to manipulate the instrument. There were no instrument-to-instrument or system arm-to-arm interferences, nor external collisions involved. The instrument was used to fire twice prior to the incident. The issue occurred only once, as the instrument was removed with difficulty after the incident, and it was not used again. It was difficult to visualize the instrument on-screen during removal, as it moved underneath the camera. She confirmed that the affected tissue of the small intestine looked the same prior to the event and after the stapler was manually removed, with no bleeding, tissue adherence, or other patient injury. The risk manager and the csr confirmed that there was only one hemicolectomy procedure at the site on the event date, and they confirmed the use of the manual release knob (mrk) to remove the instrument from the patient's tissue. The procedure was completed as planned, with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. The instrument was returned in an expired state, based on a review of the logs and per in-house testing. The radio frequency identifier (rfid) editor was used to return the instrument to an unexpired state, and then the instrument was reinstalled onto the in-house system, where it passed initialization. The instrument moved intuitively, with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired using a green 60 reload. A visual inspection of the instrument found no physical or cosmetic damage on the exterior nor the interior. There was no problem detected. The fa investigation could not reproduce the reported issue, and it could not verify the external event to be related to the customer reported complaint. The root cause of this reported intra-operative complication cannot be determined at this time. A medwatch form was submitted by the user facility on (B)(6) 2022 for the same incident. Per that report, "during a robotic ascending colectomy, the davinci 60 mm stapler misfired and would not release from tissue. No injury to patient". Per the log reviews, the site's risk manager, and the site's da vinci senior clinical sales representative (csr), only one hemicolectomy - right procedure occurred on the event date. Although the batch sequence number was not provided on the medwatch form and could not be confirmed via follow-up, only one instrument with the serial (B)(4) was utilized during the procedure according to the device log review, and that instrument had the batch sequence number (B)(4). A review of the device logs for the sureform 60 stapler instrument (part # 480460 / serial # (B)(4)) associated with this event was performed. Per this review of the logs, the sureform 60 stapler instrument was last used on (B)(6) 2022 via system (B)(4) for a right hemicolectomy procedure. There were 8 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted to isi for review. A review of the advanced instrument log for the sureform 60 stapler instrument (part # 480460 / serial # (B)(4)) associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the device logs show that pn 480460-09, ln l12220628-0667, was installed on the system 5 times, and it fired reloads on the first four installs, 1 white followed by 3 blue. All clamping and firing were completed per the logs. On the 5th install, master supervisory controller (msc) logs show error 22027, indicating use of the manual grip release tool. Following use of the srk, error 282 (tool forced expire) is shown, indicating the system will no longer accept the instrument due to use of the manual grip release. Right after that, msc logs show error 26008 (manual grip release misuse), indicating the user has not pressed the emergency stop button prior to attempting to use the srk on the instrument. The logs do not indicate use of the emergency stop button being pressed at any time within this instrument¿s use. There were no engagement or other stapler related errors in the logs. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (I. E. The instrument unexpectedly jolted backwards, moving in an unintended way). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.